Manufacturer narrative:
The reported magnum punch (3.2mm) device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿tapping underneath the t-bar there was a crack and the top came off from the punch.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force. Normal wear and tear. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a procedure, when tapping underneath the t-bar there was a crack and the top came off from the punch. The punch was removed. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned instrument and the reported incident. Visual inspection shows an instrument with a detached handle and a loose rod. No manufacturing anomalies could be identified on the returned instrument. The returned instrument is a single used device and could not be functional tested. The complaint was verified and the root cause could not be determined due to a mechanical component failure.